Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/12/2015 with the following findings: a visual inspection of the pump showed the battery compartment was cracked. Unrelated to the complaint, the returned battery cap had stripped/damaged threads and was unable to fully tighten on to the pump. A test cap was used to complete investigation. Additionally, the display was dim and discolored. The pump had no sound during testing. A piezo failure was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/12/2015 with the following findings: this report is being resubmitted at the direction of the FDA esg group. The supplemental report #1 for MDR# (2531779-2015-32637) was originally submitted on 10/27/2015. The report was unable to be processed completely due to an issue with the esg system. This is not being considered a late submission due to the technical issues with the esg system. A visual inspection of the pump showed the battery compartment was cracked. Unrelated to the complaint, the returned battery cap had stripped/damaged threads and was unable to fully tighten on to the pump. A test cap was used to complete investigation. Additionally, the display was dim and discolored. The pump had no sound during testing. A piezo failure was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.